Event description:
Per the clinic, the patient underwent two revision surgeries (date and purpose not reported). The implanted device remains. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.